Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 28 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient underwent ultrasound of bilateral upper extremity and results notable for occlusive thrombosis within the mid-inferior right jugular vein which was a possible outcome of patient's right heart failure that was reported on (B)(6) 2017 and also linked to pump stops and outflow graft reported adverse events on (B)(6) 2017 which were all captured in (MFR#2916596-2017-03051 and 2916596-2018-04141). No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. Multiple attempts for additional information were made to the customer. No additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system.